Event description:
It is reported that the patient had poly wear.

Manufacturer narrative:
(B) (4): evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. (B) (4). Total number of events: 119. Reason for exemption: this MDR is being filed late, as this issue was identified during a retrospective review of complaints.